Event description:
It was reported that (1) device was used during a wedge resection. It was reported by the affiliate that the tlc75 instrument locked out halfway during the first firing. Another instrument was used and surgeon was not happy with the staple line on second firing. There was no consequence to the patient.